Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately sixteen months post-implantation due to pain. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical products - oxf uni tib tray sza rm/ll PMA catalog #: 154719, lot #: 800780 and oxf twin-peg cmntd fem sm PMA catalog #: 161468, lot #: 897300. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00256 and 3002806535-2017-00255.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately sixteen months post-implantation due to unknown reasons. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.